Event description:
Customer stated that: "rn noted o2 sats dropped to 87% (on pt). Finger probe on pulse ox adjusted, no change in o2 sat noted. Rn then became aware that the ventilator was not cycling-but instead was "just making a humming sound". Then noted blank screen on vent. Pt was manually ventilated, o2 sats increased to 98% within seconds.